Event description:
A tandem mobi cartridge alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support confirmed the cartridge alarm and arranged to replace the customer's pump with a unit featuring updated software. The customer agreed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. They were informed of the returned pump procedures and understood the necessary steps to take upon receiving the replacement.